Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. Additionally, it was reported that the sensor was placed on scar tissue. The patient reported that at 6pm while coaching at a little league game, he experienced double vision. The patient's wife took the patient home and the patient saw that his cgm read 114 mg/dl on his smart phone. The patient then tested his bg value with a finger stick and it read 28 mg/dl. The patient then entered the bg value into the cgm. At 7:30pm, the patient passed out and the patient's wife called the emergency medical services (ems). The ems arrived and gave the patient glucagon and tested the patient's bg value over the course of an hour. The patient regained consciousness at 8:30pm and the ems left. The patient did not go to the hospital and did not need additional treatment. The patient was fine at the time of call. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Labeling indicates: avoid inserting the sensor in areas that are likely to be bumped, pushed, or compressed or areas of skin with scarring, tattoos, or irritation as these are not ideal sites to measure glucose. Insertion in these areas might affect sensor accuracy.